Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.